Event description:
The customer reported the device failed to power on. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submiteed upon completion of the investigation.